Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged as the lead was noted to be on the ventricle. There was no further information provided. The lead remains in service. No adverse patient effects reported.